Event description:
New information received indicates that the device was in ble lockout. The device was able to pair after interrogation with a programmer. The patient was in stable condition.

Event description:
It was reported that the implantable cardioverter defibrillator was unable to pair to the mobile application due to a possible bluetooth malfunction. No intervention was performed. There were no patient consequences.

Event description:
New information received indicates that the application was again unable to pair to the device. No intervention was performed.